Event description:
It was reported that on (B)(6), 2013 x-rays revealed migration of hardware. It was reported that this patient had a previous ade of greater trochanteric fracture in (B)(6) 2013.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be reported on a supplemental report.

Manufacturer narrative:
Evaluation summary: the affected device was not returned for evaluation. However, x-rays were provided permitting to confirm the event. Based on the investigation results, the backed out was caused by osteoporotic bones which did not permit a good fixation. Therefore this case could be classified as user-related (wrong device used for indication) please note that the current op technique reads: relative contraindications bone stock compromised by disease, infection or prior implantation that can not provide adequate support and/or fixation of the devices. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It was reported that on (B)(6), 2013 x-rays revealed migration of hardware. It was reported that this patient had a previous ade of greater trochanteric fracture in (B)(6) 2013.